Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump was not delivering enough insulin. The caller stated that he put 130.0 units, and it delivered only 65.0 units of insulin. The customer stated that the plunger does not continue pushing the insulin, and it looks like none of the insulin was moving. The customer treated his blood glucose of 326mg/dl with a manual injection. Troubleshooting was performed. The bolus wizard settings were correct. The alarm history showed a low reservoir alarm. Assisted the caller with programming a bolus and the bolus was recorded in the bolus history. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.